Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b6, d9, h3, h6. Device evaluation: the device related to the reported event of rupture was received on february 19, 2025 with lot number 1700257. Based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "no complaint against the device" then later "ruptured". This record is for left side. Device was explanted.

Event description:
Healthcare professional reported "no complaint against the device" then later "ruptured". This record is for left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.